Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the collimator closed/coned down and could not be re-opened. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.